Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100603305 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a cylinder rupture. A surgical procedure was performed during which the device was explanted and replaced. No additional information was provided.